Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. Customer also reported that the insulin pump had button error and keypad was sticking. Customer reported that the time was advanced. Customer reported that the insulin pump had low battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and a21 error test. Pump passed all operating currents tested within the specific range and passed off no power test. Device was monitored and tested with no low battery alert noted.